Event description:
Customer reported the v series monitor was resetting, which may have impacted monitoring. No patient injury was reported.

Manufacturer narrative:
Unit was returned to mindray's repair center for repair.